Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported plate part and lot number combinations. The part and lot number for the screws were not provided. Provided info states the pt was revised due to painful hardware; fracture healed so decided to remove the hardware. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation needed for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for painful hardware, fractured had healed.